Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia, with blood glucose levels reaching approximately 320¿330 mg/dl. A caregiver initially suspected an issue with the connector and replaced it; however, blood glucose levels remained elevated. Upon review, it was identified that the connector had not been fully attached to the device, as the middle portion was not flush and had visible spacing. Guidance was provided on proper attachment of the connector. Blood glucose levels were affected for approximately two hours. No backup therapy or ketone testing was used, and no professional medical intervention or additional assistance was required. The patient reported having received a partial steroid dose. No immediate health effects were reported. The lot number was not available as the packaging had been discarded. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.